Manufacturer narrative:
As reported, the polyethylene glycol (peg) sealant of a 6f/7f mynx control vascular closure device (vcd) was unintentionally pulled out together with the catheter during catheter removal, and the device could not be used as intended. There was no reported patient injury. The device was used after completion of the percutaneous coronary intervention (pci) procedure. The device was returned for evaluation. One non-sterile 6/7f mynx control vascular closure device vcd involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 fully depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was deployed but still mounted on the unit delivery shaft. In regards of the sealant sleeves conditions no abnormal conditions were observed. Additionally, a 7f non-cordis catheter sheath introducer was returned inserted on the device. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Additionally, a stopcock tubing kinked condition was observed during this analysis. An attempt to do a simulated deployment test was carried out; however, it could not be performed completely due to the device being fully deployed and could not be set back to the manufacturing position. The reported ¿sealant inaccurate placement complete¿ was observed as the device was returned in a fully deployed condition with the sealant remaining mounted on the delivery shaft. Based on the product evaluation, no visual damage or manufacturing-related deficiencies were identified that would have precluded normal device function. Therefore, the exact root cause cannot be conclusively determined. Available evidence suggests that procedural and use-related factors may have contributed to the event. Proper deployment requires full advancement of the sealant, maintenance of tract tension, adequate dwell time, and complete balloon deflation prior to catheter removal. Deviation from these steps may result in the sealant failing to disengage from the delivery shaft properly and being withdrawn with the catheter. Additionally, the observed kinked stopcock tubing may have contributed to restricted or incomplete balloon deflation, potentially impacting device retraction and sealant release. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that if button 2 is not fully depressed, the balloon will not be fully retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the polyethylene glycol (peg) sealant of a 6f/7f mynx control vascular closure device (vcd) was unintentionally pulled out together with the catheter during catheter removal, and the device could not be used as intended. There was no reported patient injury. The device was used after completion of the percutaneous coronary intervention (pci) procedure. The device will be returned for evaluation.